Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer addressed the occlusion by clearing the alarm and slowly delivering the remaining bolus. Reportedly, the customer was using off-label insulin. Tandem technical support educated the customer lyumjev is off label insulin with the mobi pump.